Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility reported that the complaint item was discarded during the revision surgery and therefore, not available for review by the manufacturer. The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event, however per the information received there is no indication the product did not function as intended as the implants were removed due to the condition of the patient. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Through the sternalock clinical research study, a revision surgery was reported. The surgeon had to perform an emergency re-entry due to the patient having a mediastinal hemorrhage. The screws and plates were removed and wires were used to close the sternum.